Manufacturer narrative:
The explant date was (B)(6) 2018, not (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon review, noise was detected on both leads, causing termination of high voltage therapy. Anti-tachycardia pacing was still performed successfully. During a follow-up clinic visit, the system was deactivated pending a lead extraction procedure.

Event description:
New information revealed that both leads were explanted and replaced. The patient was stable. The explanting physician reported seeing lead to can abrasion on both leads.

Manufacturer narrative:
A complete lead was returned in two pieces. External insulation abrasion was noted at 5.7-6.6cm, 7.1-7.6cm, 12.6-12.9cm, 15.5-15.9cm, and 16.5-16.9cm from the pin and 29.5-29.7cm from the distal tip, consistent with lead friction to the ICD can.